Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with two different programmers. The device did not emit audible tones in the presence of a magnet. The device was reprogrammed to 20% because of recall in march 2005, however a quick notes from october of 2005 displayed 0%. The patient underwent an ablation procedure over the summer. The patient was in normal sinus rhythm.